Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. A functional test was performed, and the reported issue was duplicated. Upon further testing, it was found that the pump kept powering on and off without pressing the power button. Additionally, the pump alarmed with error code 45982. The cause of the reported issue was due to a main board. As a result, the main board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not pass the self-test. During functional testing, it was found that the pump kept powering on and off without pressing the power button. Additionally, the pump alarmed with error code 45982. There was no patient involvement, and no patient injury was reported.